Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery. A 3.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, the device got caught in a clean sheet or gauze when passing through the y connector and the stent was found slightly lifted. The procedure was completed with a different device. There were no patient complications reported.